Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2014 at 6:00 pm. The patient manages her diabetes with insulin (unknown type, self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, 5 to 6 hours after the alleged issue occurred, she developed symptoms of ¿sweating and passed out.¿ on (B)(6) 2014 at 11:30 pm the patient had more food/drink in response to the symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text- 2/25/2014: the lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.